Manufacturer narrative:
Insulin pump received with critical pump error (open book image) alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to electrical board 2.

Event description:
It was reported via phone call that the weight has been changed to 0170.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had received a critical pump error after trying to rewind the pump. The customer¿s blood glucose level was 190 mg/dl. Customer reports they received the open book image on the pump screen. Customer states that she was trying to rewind the insulin pump when the critical pump error started, so there were no alerts. The insulin pump will be returned for analysis.